Event description:
New information notes the transmission and communication issues were still ongoing.

Event description:
New information notes the issues observed were due to low battery. No intervention had been made. The patient was stable and was to continue with remote monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a communication and transmission issue. It was noted that the battery voltage had dropped significantly and could have contributed to the anomaly. The device was being monitored. The patient was stable.